Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Hypotension / cardiac tamponade/ acute kidney failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella support due to postcardiotomy cardiogenic shock / low cardiac output syndrome. While on support, chest xray showed suspected bleeding from lungs, so systemic anticoagulation was withheld. Profound hypotension was unresponsive to methylene blue, calcium chloride, intravenous pyelogram, fluid resuscitation in addition to 5 high dose vasoactive drops. Patient was placed onto continuous renal replacement therapy for acute kidney injury. A chest washout was performed for tamponade. Patient remains off heparin due to open chest and surgical bleeding risk. Patient received 6 units packed red blood cells and platelets for gastrointestinal (gi) bleeding and eventually had gi intervention. Care was withdrawn and the patient expired.